Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the needle mechanism. The environmental seal and bottom housing were checked for damages, and none were observed. No problems were observed to the needle mechanism that would cause a failure to deliver insulin. No damages were observed to the fluid path. A leak test was performed, and no leaks were observed along the fluid path. No problems were observed to the fluid path that would cause a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was visible; indicating the needle mechanism did not function as intended. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The pod was reportedly leaking while worn on the arm for between 24 and 36 hours. As treatment, a manual insulin injection was administered.